Manufacturer narrative:
The large needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted completed surgical procedure, one piece of the tip on the needle driver fell out into the patient. The fragment was removed during the same procedure without any additional harm on the patient. The procedure was completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The following additional information was obtained: the instrument was inspected before use, and no damage was observed. During a prostate adenectomy, a device fragment fell inside the patient, but the surgeon was unsure of the cause and could not recall the instrument's usage duration. No functional issues or collisions with other instruments were noticed during the procedure, and the fragment did not fall due to a tip or accessory collision. The fragment was retrieved using the prograsp, all pieces were successfully confirmed recovered, and no additional surgical procedures or post-operative imaging were needed. The surgery was completed robotically without injury to the patient or post-surgical complications, and the patient did not return to the hospital for related issues. The instrument and fragment are not available for return or evaluation, and no photographic or video documentation was provided for intuitive surgical, inc. (Isi) review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a detached carbide insert on one grip. The carbide insert was not returned, measuring 2.20 mm x 4.80 mm. The mating grip surface exhibited full coverage of brazing material. The grips and other components surrounding the carbide insert did not exhibit damage that would have contributed to the detached insert.a review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint